Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown; date implanted - unknown; manufacture date - unknown.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date receiving a biomet acetabular cup. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of the acetabular cup. All components were removed and replaced with competitor products.